Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's fiance reported via phone call that the customer's blood glucose was fluctuating after the customer had gone through the scanner at the airport. Customer's blood glucose was 500 mg/dl then dropped to 60 mg/dl. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.